Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, energy delivery failed several times during the procedure. The generator was restarted each time energy delivery failed, and was thereby used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, energy delivery failed several times during the procedure. The generator was restarted each time energy delivery failed, and was thereby used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
Exact patient age is unknown, but the patient was reported to be in her 70's. The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device serial number is (B)(4). Device manufactured date is 05/09/2005. Device evaluation: the device was returned to the (B)(4) technical service center. Visual evaluation of the returned device found no issues. The generator was disassembled and cleaned, then subjected to functional testing, electrical safety testing, performance testing, power strip overload testing, and operational testing. No issues were found. The condition of the returned device was not consistent with the complaint that energy delivery failed several times during the procedure; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event.